Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. No unexpected number ramping during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad was very hard to presses and said that it was stiff and getting harder to presses. Customer's blood glucose value was 124 mg/dl. The customer was assisted with troubleshooting. Customer stated that numbers are not ramping on their own. Customer states the scroll bar was moving with no input. Customer stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.